Event description:
Info rec'd indicates the sys had been placed two days after the screening trial, which had been completed in 2007. The pt developed an infection and had experienced symptoms of fever, incisional wound opening. Results of analysis for c-reactive protein (crp); had been greater than 1,000. The primary location of the infection had been the lead track and cultures were obtained from the lumbar region, which had showed "undetectable" for type of organism cultured. Other info reported shows the pt had rec'd long-term treatment with opioid medication for chronic pain. The pt was treated with IV antibiotics and total sys explant occurred "around the end of the yr". The pt did not have meningitis and the infection was resolved; the prods would not be returned for analysis.